Manufacturer narrative:
(B)(4). Previously reported on (B)(4) with MDR# 3030677-2016-00633. Device investigation has not yet begun as device has not been returned for investigation.

Manufacturer narrative:
.

Event description:
It has been reported that the AED did not pass self diagnostic check.